Event description:
It was reported that this pacemaker and the non-boston scientific right atrial (ra) lead triggered a lead safety switch (lss) due to a low out of range right atrial (ra) pacing impedance measurement of less than 200 ohms. Additionally, there was oversensing of noise which caused inappropriate atrial tachy response (atr) events. It was noted the patient had a history of ra noise and atrial fibrillation (af). Technical services (ts) discussed programming lss off. Ts suspected a lead integrity issue. The patient was brought into the clinic, and this pacemaker was programed back to bipolar. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.